Event description:
The customer stated she was taken to the emergency room for high blood glucose readings. The blood glucose reading was 410 mg/dl at the time of the call. Troubleshooting was performed and the insulin pump did not pass the prime or high pressure test. The insulin pump settings were all correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.